Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant and exhibited intermittent capture. The lead was programmed to max output and capture was more consistent. When the patient was laid flat to have the lead repositioned loss of capture was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.